Event description:
During a re-entry procedure in the superficial femoral artery, it was reported that the outback would not withdraw over the wire after successful re-entry had been achieved. The vessel was described as 100% calcified. There was no reported pt injury. The device was prepared as specified by the instructions for use, heparinized saline was used for preparation, the ports were flushed followed by a 30 second pause and then flushed again. The cannula actuation action was verified, the catheter was prepped in the straight configuration with "no slack" and the catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted prior to insertion and an approved guide wire, 014 guidant ironman, was used. No resistance was felt during wire advancement. This product will be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.